Event description:
A malfunction was reported on the pump with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted in the reset process, and confirmed that the malfunction code did not recur.